Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found tubing to the blood sampling valve (bsv) actuator was kinked. The fse unkinked, trimmed, and reattached tubing to the bsv actuator resolving the leak. The low vacuum regulator (rg1) was damaged as a result of the leak; the fse replaced rg1 resolving the low vacuum out of range error messages. The instrument was verified to meet specified requirements per established procedures. (B)(4).

Event description:
The customer reported an undetermined amount of clear fluid leaked from a coulter lh 500 hematology analyzer. The leak was not contained within the instrument. In addition, the instrument generated low vacuum out of range errors. The instrument operator was wearing a gown, gloves, and goggles at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated in connection with this event.